Event description:
Boston scientific received information that this right atrial lead had increased thresholds and decreased sensing and was found to have dislodged. A revision procedure will be scheduled at a later date. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Traction forces during the explant procedure should be taken into consideration. Further inspection revealed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.